Event description:
The customer contact reported a separation. It was reported that the tubing set was to be used to deliver an unspecified concentration of remicade. It was reported that prior to patient use, the tubing separated from the outlet port of the filter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.